Event description:
There is a company doing fraud by claiming to have the only FDA approved laser for home use and at home tattoo removal. They have a fake FDA certificate. The laser they have isn't regulated and most certainly isn't approved for home use and by lay persons. I got burned by the device and it also doesn't work. They have mention of the FDA all over their website with these dangerous products as if you have endorsed them and their fraud. This device burns the skin and doesn't work as described and has fraudulent intended use.